Event description:
Event description boston scientific received information that there is no capture on this ventricular lead at maximum output in both unipolar and bipolar configuration. There were also inappropriately stored ventricular tachycardia events due to noise on the lead. Impedance measurements were stable and the patient had an underlying rhythm. The clinician performed numerous troubleshooting techniques but was unable to achieve capture. Boston scientific received additional information that the patient was scheduled for a lead revision due to the loss of capture and went home to get clothes before the procedure. The patient didn't come back to the hospital and the police were sent to his home as they thought something may have happened to him. The patient was fine but refused to go back to the hospital and declined treatment.